Manufacturer narrative:
(B)(4). Eval results and conclusions: (endoleak), (disease progression with aortic neck elongation), (implanted 2 cm below the lowest renal artery).

Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aneurysm approx 39 months ago. The aneurysm and vessel morphology at the time of implant are unk. It was reported that at the time of the initial implant the stent graft was implanted about 2 cm below the lowest renal artery. The pt presented for a routine f/u at another hospital. Currently the vessel morphology was reported as there was disease progression with aortic neck elongation; the stent graft has not migrated. A recent CT demonstrated that there was a slight type I endoleak. The physician implanted a 28 aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.